Event description:
It was reported that when the patient presented in-clinic for follow-up high, out of range, high voltage lead impedance was noted. The svc coil was programmed off. Lead remains implanted.

Manufacturer narrative:
.